Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical reviewed: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of a subcutaneous leak and hernia. While there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused the serious adverse events; the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the creation and/or exacerbation of the hernia. Per the pdrn, it is unknown if the hernia was present prior to the patient beginning pd for rrt. Additionally, the patient¿s subcutaneous leak developed while the patient has been undergoing ccpd therapy, thus it¿s reasonable to assume the increased intraabdominal pressure created during ccpd therapy is likely a contributing factor to its formation. Hernias are a well-known potential complication of pd therapy due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create or exacerbate existing weaknesses in the supporting abdominal wall structures. Additionally, subcutaneous dialysate leakage is a rare mechanical complication of pd and often corresponds to a loss of seal in the peritoneal cavity. The main cause of subcutaneous leaks is the increase in intra-abdominal pressure exerting excessive stress on the abdominal wall, thus heightening the risk for leak formation.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to right-sided abdominal swelling. The patient was reportedly diagnosed with a subcutaneous leak caused by a hernia. Follow-up from the patient¿s pd registered nurse (pdrn) indicated the patient was hospitalized on (B)(6) 2026 due to right-sided abdominal swelling. The patient underwent a computed tomography (CT) scan which revealed a subcutaneous leak due to a hernia (type unknown, pdrn awaiting documentation). Although the timeline is unknown, it appears the patient attempted two additional ccpd treatments, however the leak persisted and transitioning to hemodialysis (hd) was required. The patient received a permanent hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd for 13 treatments, allowing time for the patient's peritoneal membrane to rest. At this time there are no plans for the patient to undergo any form of surgery to address the hernia, and the pd catheter (not a fresenius product) remains in place and ready for use. The patient was discharged home on (B)(6) 2026 in stable condition and is currently undergoing outpatient hd for rrt. The treatment plan is for the patient to return to ccpd therapy at a lower fill volume once the patient¿s peritoneal membrane has rested. Per the pdrn, it is unknown if the hernia was present prior to the patient beginning pd therapy. When asked if a fresenius device(s) and/or product(s) caused or contributed to the hernia formation and/or exacerbation. The pdrn responded by stating the patient required ¿increased fill volumes due to failing adequacy;¿ however, no malfunction or deficiency was reported.